Event description:
It was reported that an insulation breach was observed on the right ventricular (rv) lead during a routine generator change. The rv lead was capped 27 oct 2023. There were no patient consequences.

Event description:
New information received notes the insulation anomaly was visually observed during a routine generator change. There were no issues, changes in performance or electrical anomalies with the lead prior to generator change.